Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Blood was observed on the adhesive pad. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 2388 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with high blood glucose (bg) values that reached 385 mg/dl. For treatment, the patient was given insulin and sulfran. The sulfran was for nausea and vomiting. The pod was worn between 36 and 48 hours on the back. It was reported that the pink slide did not move forward, indicating a needle mechanism failure. The ketones were high. No further details to report.